Event description:
The manufacturer received information alleging a ventilator was rebooting and alarming for a "serviced required" condition. The device was not in patient use. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. A connection was reseated on the device's interface board and the device's kapton tape was replaced to address the issue.